Event description:
Procedure: roux-en-y. According to the reporter: the first firing with an (B)(4) reload was applied and the surgeon noted that there was a tear of the serosa on the anterior stomach, proximal to the cut edge. The staples were falling out, loose at the cut edge. The tear was over sewed. No ill effect to the patient. Patient recovered. Extra surgical time was 15 minutes. No sample, thrown out by customer.

Manufacturer narrative:
(B)(4).